Event description:
In this event, it was reported that a propex ii apex locator provided incorrect measurements; no injury resulted.

Manufacturer narrative:
While there was no injury in this event, there has been a previous report received within the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.